Event description:
It was reported that when using the bd pyxis¿ es server, all pyxis devices experienced significant slowness. The customer reported slow login performance and intermittent keyboard failures. All anesthesia machines were also affected. The issue began in the morning and persisted despite rebooting all devices. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the purge queue stuck at about 400k records. A technical support specialist (tss) checked the server and found that logs showed a primary key constraint error stopping purge selection, which had been failing already. Following knowledge articles, controlling the purge in es 1.5.x - 1.11.x - purge recovery - purge queue growing faster than deletion or purge failure for extended period of time. And purge process fails due to duplicate entry in encounter or patient purgeable tables, tss resolved the purge selection issue, and the failed flags cleared. Tss then found data synchronization errors and applied the fix by setting the synchronize new subscription tick count delta to 2,000,000, and the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.